Event description:
On (B)(6) 2019, the reporter contacted lifescan (B)(4), alleging inaccurate erratic results on the subject meter of "180 and 130 mg/dl", performed within 20 minutes of each other and "250 and 140 mg/dl", performed within 20 minutes of each other. Based on statistical methodology, the calculated difference of these glucose results exceeds lifescan¿s criteria for precision. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.